Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Available information indicates this device remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead showed high, out-of-range shock impedance measurements of 200 ohms in the remote monitoring system. Technical services reviewed the available device data and noted there was a gradual increase in the shock impedance measurements since (B)(6) 2018, where shock impedance was around 130 ohm. A review of recorded episodes found no noise or other evidence of a lead impairment. Technical services recommended bringing the patient in to perform troubleshooting of the rv lead, to see if noise or jumps in impedance measurements could be produced. The physician could consider delivering a 1.1 joule and 41 joule shock to test the integrity of the system. No adverse patient effects were reported. A request was made for the field representative to provide the name of the physician and hospital for this case, as well as the resolution.